Manufacturer narrative:
H3 other text: device returned to third party service center for evaluation.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP/bipap, and mechanical ventilator devices. The manufacturer received information alleging heart attack and heart failure. No other clinical information or medical interventions were reported. The device was returned to a third- party service center for evaluation. During the evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam particles or degradation. Lastly, the device has been corrected.